Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported a black line through the aviva combo meter display. Meter has been dropped. No adverse event was reported. A request was made for the return of the meter, replacement sent.